Event description:
Information received with return of the explanted device notes that after a stomach surgery with monopolar diathermy, the device went into back-up mode with no telemetry. On february 23, 2006, a software download was successful, but the next day, the device exhibited sensing problems with no telemetry. The patient's condition was "bad" due to the stomach surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received